Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The catheter lumen was measured to be 703 mm ( 75% extension ). We observed excessive necking of the catheter lumen. As a result, the inflation lumen was occluded and we were unable to inflate the balloon. The balloon was observed to have completely deflated. This device was used for a thrombectomy procedure in a stenotic vessel of a hemodialysis patient. During the procedure, surgeon was able to completely deflate the balloon and remove it from the introducer sheath. Surgeon observed the stretching of the catheter lumen after it was removed from the patient's vessel. We have not received any other complaints of a similar nature for devices from this lot. Based on our device evaluation, it is likely that some anatomical feature ( calcification or stenosis in the lesion area ) along with procedural factors ( use of excessive force to remove the clot ) may have contributed to stretching of the catheter lumen. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials there was no injury to the patient as the result of this incident. Surgeon used another over-the-wire embolectomy catheter to remove the clot.

Event description:
Surgeon used an over-the-wire embolectomy catheter to remove the clot from a stenotic vessel of a hemodialysis patient. After first pass, upon removal of the catheter from the patient's vessel, he observed the catheter lumen to have stretched excessively. There was no injury to the patient or any adverse event. Surgeon replaced this device with another over-the-wire embolectomy catheter to complete the procedure.